Manufacturer narrative:
No button error alarm noted. Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, missing o-ring at reservoir tube, cracked reservoir tube, cracked reservoir tube window, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump powered off. The insulin pump was due for an infusion set change and the buttons were unresponsive. The insulin pump then alarmed button error. Customer's blood glucose level was 441 mg/dl. She treated her blood glucose level with an injection. The insulin pump had some cracks on the casing. A crack was on one corner of the display and another crack was on the reservoir compartment where the o-ring is located. The customer accidentally dropped the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.